Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (od) at a 1 day post op exam. At a one week post op exam, the patient experienced blurred vision. The evaluation noted subtle multiple sclerosis (ms) with possible guttering. The flap was lifted and stretched to resolve symptoms. The surgery center reported the patient condition has improved and is still being monitored as uncorrected visual acuity is still improving. The patient¿s comments were of left eye was blurry; otherwise feeling fine and no complaints. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.00 x .00 x 90. Left eye pre-op 20/20-4.50 x -1.25 x 15. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -.25 x 5. Left eye post-op 20/20 .50 x -1.00 x 103.